Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02 2007. Evaluation summary:the reported conditon of the unknown battery problem was confirmed during product evaluation. Inspection of the device found that the pump's main batteries were four discharges below their alarm threshold. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility reported a pump with an unknown problem with the batteries. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.